Manufacturer narrative:
Evaluation is pending, information to be provided in a follow up report.

Event description:
It was reported that: during installation of a demonstration anesthesia machine, the service rep was adjusting the apl valve and went to place the valve into spontaneous mode, and upon pulling up on the valve, the top cap came off.